Manufacturer narrative:
No b33098 or ch2000s-c product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a patient was receiving 24 hour chemotherapy when a microclave on a trifuse extension set remained depressed and started leaking fluid. No adverse event was reported; however, the patient had a central line and had an earlier than normal tubing change due to an increased risk of infection. No additional information was provided.